Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 1.0, re-test: 2.5. Re-test was done immediately after the first meter test and was done using a different finger.